Event description:
A hospital manager of surgical processing reported that a high frequency cable sparked and broke in half during a procedure. There were no complications associated with the occurrence.